Manufacturer narrative:
The operator manual xpd3-500.620.01.01.0 for axiom luminos drf provides clear advice and warnings regarding the "crushing hazards" on the system and states: "it is the responsibility of the operator to ensure that unit movements are released only if it is certain that neither the operator, the pt, third parties nor any piece of equipment ca be endangered by these movements." Furthermore, the warning label regarding danger of crushing is placed on the unit column.

Event description:
It was reported that an elderly pt with multiple fractures was being examined on the axiom luminos drf system. The table was in horizontal position; the column and the detector were located at the table head side. The pt was disoriented due to the pain and had his left arm completely extended to reach for the table base. When the technician started to move the column towards the table foot side, pt's left hand got caught between the column and the table base. This caused the safety switch on the column to get activated and all system movement was stopped. The unit had to be restarted to release the pt's hand. The pt suffered an additional fracture to his finger and some cut wounds on the hand. The reported event occurred in (B)(6).